Manufacturer narrative:
Stryker evaluated the customer's device and verified that the event code was logged in the device's memory; however, the issue could not be duplicated during testing. Stryker replaced the device's therapy pcb assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed an event code logged in the device's memory. The event code logged in the device's memory is indicative of a failure of the device to charge defibrillation energy. As a result, defibrillation therapy may not be available, if needed.